Event description:
According to the event description: patient was having simdax infusion for 24 hours. Vinfusion started with infusomat space pump 8 milliliters an hour (ml/h) and volume limit was set to 255 milliliters (ml). Pump calculated infusion time to 33 hours. Vafter one hour it was noticed that all the liquid had been delivered. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information h4 device manufacturer date updated information d4 primary unique device identified (UDI) number general information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6). Software version: n030005 hours of operation: 1634 further information: n/a investigation results: history inspection: the device history files were read and analyzed. No infusion was found on 2024-10-16. The infusion from 2024-10-15 were investigated. A space line was selected, and a rate of 8ml/h was selected. After the rate was selected, the volume of 255ml was selected. After this, the time was change to 1 hour and automatic the rate change to 255ml/h. The infusion started and after 1 hour the upstream alarm occurred and the infusion stopped. No other abnormalities were found in device history. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,98%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.